Manufacturer narrative:
A component of the superdimension system was returned and evaluated and nothing that would have caused or contributed to the customer¿s report was found. The software was working as intended.

Manufacturer narrative:
A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. There were no anomalies identified during the internal review of the DHR of the system console. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The physician experienced difficulty with registration on a patient with a prior pneumonectomy during a superdimension procedure. The physician canceled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.